Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead underwent a procedure for the implantation of an epicardial lead to replace this lv lead. The lv lead was previously surgically abandoned for an unknown reason. An epicardial lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further infosrmation be provided.